Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot#: not provided.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 11:00 am the patient obtained the blood glucose reading of 265 mg/dl on the reported meter and a reading of 182 mg/dl on another manufacturer¿s meter within 30 minutes. The patient took the action of taking an increased dose of lantus insulin, 26.0 units. Thirty minutes afterwards, the patient experienced the symptoms of sweating and blurred vision. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.